Event description:
This lead has been implanted on (B) (6) 2009 and regularly followed until (B) (6) 2009. On (B) (6) 2009, an unplanned follow-up was performed due to several inappropriate shock therapies. During the follow-up, the physician observed oversensing and noise. Due to these reasons, the physician decided to perform an implant revision, and during which some insulation issues were observed. The subject lead was replaced and returned for analysis.

Manufacturer narrative:
Conclusion: the analysis concludes that the characteristics of the subject lead most likely did not contribute the reported inappropriate shock, oversensing and noise issues, since the electrical characteristics of the lead conform to established specifications. The reported insulation issue that the physician observed during the intervention is likely associated to the polyurethane wrinkling, which was also observed during return analysis. This wrinkling, however, does not compromise the lead characteristics. Since no aspect of the lead was identified which could have caused the reported electrical problems, the cause of the issue could be attributable to lead tip location or to the physiological condition of the pt. The results of the subject investigation are retained and utilized for trending purposes.